Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under a separate manufacturing report number.

Event description:
This report is filed as an atrial blood clot was noted during steerable guide catheter (sgc) use. After sgc removal, a renal vein tear was noted. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr), grade 4. The mean valve opening area (mvoa) was below recommendations; however, the procedure continued. The steerable guide catheter (sgc) crossed into the left atrium without reported issue when a blood clot was observed in the left atrium. One mitraclip was implanted without reported issue, reducing the mr to grade 3. Following mitraclip implantation, the mitral valve mean pressure gradient was 7mmhg and then post procedure 9mmhg. Per physician, the implanted mitraclip contributed to the mitral stenosis. The clip delivery system (cds) and sgc were removed from the anatomy. Following sgc removal, the patient became hypotensive and a renal vein tear was observed. Per physician, the sgc caused or contributed to the renal vein tear. Another percutaneous intervention was performed placing a stent at the renal vein tear as treatment. The patient remains hospitalized and on a ventilator since the procedure. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effects of vessel perforation or laceration and hypotension as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage resulting in hypotension appears to be related to procedural conditions and due to steerable guide catheter (sgc) removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the additional information was received: the patient presented with calcification on the mitral annulus and a mean mitral valve area of 8mmhg on the pre-operation assessment and approximately 2-3mmhg while under anesthesia. The transeptal puncture was performed and was reportedly low. Following, the steerable guide catheter (sgc) crossed into the left atrium without reported issue when a blood clot was observed in the left atrium. Heparin was provided to keep the act above 250. Per physician, the sgc did not cause or contribute to the blood clot. Reportedly, during sgc removal, there is a possibility that the sgc was not straightened (via negative application) and as per IFU. This however, could not be confirmed. There was no treatment provided for the mitral stenosis of 9mmhg.